Event description:
The light source began smoking and tripped the breaker on the cart during a case.

Manufacturer narrative:
Investigation is ongoing. Additional info will be provided, once investigation is completed.